Event description:
It was reported that this lead was explanted due to a fracture. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to a fracture. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead returned in two segments, severed approximately 140 mm from the terminal end. Induced damage during explant. Coils and insulation cut with tool. Noted the drug collar deformed. Pushed over helix housing. Induced damage during explant. Noted a deformed (bent) helix. The outer coil conductor resistance measured as an electrical open, which indicated a fractured or broken conductor. X-ray showed a fractured outer coil conductor with a slight bend in the lead body approximately 70 mm from the terminal end. Fracture characteristics are consistent with cyclic fatigue.